Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information reported the pump was still implanted and ran on saline. It was noted there seemed to be a lot of psychological issues with the patient and ¿mumc+¿ doubted if they were going to replace or just explant the pump. It was noted the patient was currently hospitalized at a psychiatric ward.

Event description:
The pump was programmed to flex mode and was delivering compounded baclofen 2000mcg/ml at a daily rate of 340.5mcg. On (B)(6) 2014, the rehabilitation specialist changed the drug concentration from 500mcg/ml to 2000mcg/ml. The pump was programmed to flex mode with a bridge bolus without any problems. After everything was entered into the programmer the bridge bolus went into progress. The rehabilitation specialist then pressed the ¿update¿ button a second time to ensure all new data was in the pump. The following day, (B)(6) 2014, the patient reported that he heard the non-critical alarm then the critical alarm. The patient went to the hospital to have the pump checked. When the logs were checked, it showed motor stall occurred for about 3 hours, then motor recovery occurred. The patient did not experience any symptoms, still had good therapy relief and was doing fine. It was stated that they think it was caused by a second update of the clinician programmer, flow rate change. Patient status at the time was ¿alive- with no injury¿. The pump logs provided later showed multiple motor stalls and recoveries: motor stalled on (B)(6) 2014 at 15:04 and recovered at 12:19; motor stalled on (B)(6) 2014 at 00:56 and recovered at 05:34 and then occurred again on (B)(6) 2014 at 09:26 with recovery at 09:33. Follow-up information obtained further stated that the rehabilitation specialist had only made the mistake of ¿programming twice,¿ to make sure all (new) data was in the pump. She did not cancel the bridge bolus when she updated the pump a second time. The second time concentration was already changed in the programmer from 500 mcg/ml to 2000 mcg/ml. The neurosurgeon expected a slight withdrawal syndrome due to the repeated motor stall and ¿not enough drug;¿ however, the patient did not experience any problems and was feeling the same as before. It was stated that an x-ray and computerized tomography (CT) scan (date of procedure not reported) showed that the catheter was in the epidural space. The neurosurgeon was planning a revision of the catheter and pump. In the meantime, the pump was programmed to minimal rate and the patient was sent home. After several discussions between the neurosurgeon, nurse and the patient there appeared to be some psychological issues with the patient so it was decided to give him some time before a decision was made regarding final removal of the pump. A follow-up report will be send if additional information becomes available.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found an motor feed through anomaly, there was shorting across the insulator. Analysis of the catheter (sn/lot# unknown) found the sc connector had coring-tears-cuts in the seal. No leaks were seen in lab and there were no leak allegations.